Event description:
It was reported that during a therapeutic liver ablation, the patient received a full thickness burn as a result of only one grounding pad being used for the procedure. No further information is available. It should also be noted that it is unclear as to whether the grounding pads used for this procedure were supplied by boston scientific. This is a case of the grounding pad not being connected properly. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Company believes user technique and/or patient anatomy may have contributed to this event. In addition, contact states that during the procedure, only one of the grounding pads was plugged in. The directions for use state "check that both plugs are firmly seated."